Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had dislodged. The lead was repositioned successfully. The patient experienced no adverse consequences and was in good condition prior, during, and post operation.